Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash on her back under the therapy electrodes. Patient reported having a history of skin irritations. There was no alleged device malfunction contributing to the irritation. Patient reported that she was given a medication by her physician. Patient reported that the rash had gone away.